Event description:
It was reported that during a pph procedure, the device did not cut and the surgeon had to cut the whole purse-string suture as the staples remained open. Administered general anesthesia from the current spinal anethesia. Procedure was completed by hand suturing the entire staple line. No adverse patient consequences were reported.